Event description:
The customer reported there were signal losses on the 4k camera head and moving the connector inside the socket makes false contact, losing the image. The issue was found during an unspecified therapeutic procedure. The procedure was completed using a similar device with a delay of about 20 minutes. The issue found did not cause an extension of the procedure such that it was considered clinically relevant and there were no injuries to the patient or operator. The minor delay reported was confirmed to be not clinically relevant and caused no serious deterioration in the patient's health. The procedure was also completed without further incident.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing could not reproduce or confirm the customer¿s reported issue. There was no signal issue or image loss observed. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "the procedure was delayed for 20 minutes" occurred due to the device malfunction. However, the root cause of the phenomenon could not be specified. Additionally, a specific root cause of the phenomenon "when moving the connector inside the socket, the image is not displayed" could not be determined. Olympus will continue to monitor field performance for this device.